Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, the implanted lens has an error or manufacturing defect with respect to the diopters that it corrects or has been carved, either in the toric part, spherical or both. Additional information has been received stating that, lens implanted with refractive residual that a priori attends to rotation of the lens. Also, the patient is not seeing, and the residual refraction is -1.25 (+1.50). There is patient impact and the patient's symptoms is still continuing.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. No specifics were provided. The lens remains implanted. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was at the intended calculated axis. It is unclear if the initial report of "rotation of lens" referred to a lens repositioning. File will be reopened if new information/clarification is received. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the lens was initially positioned at the correct angle and was not deviated and explanted.